Event description:
On (B)(6) 2005, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a computed tomography revealed a possible proximal type I endoleak and aneurysm growth. The amount of growth is unk. On (B)(6) 2012, an angiogram could not confirm the proximal type I endoleak. However, a possible type ii endoleak from the pt's left hypogastric artery was noted. The same day, the pt's left hypogastric artery was coiled embolized and a gore excluder aaa endoprosthesis aortic extender component was implanted to treat the possible type ii endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg records for the devices verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.